Event description:
The patient reported the transmitter assembly emitted a burning smell and got extremely hot while charging. However, the overheating did not cause a burning sensation to the skin or tissue damage and the patient did not require medical intervention. The patient also reported the device would no longer charge. The patient was provided a replacement transmitter assembly.

Manufacturer narrative:
The waa heat related failure questionnaire was reviewed for potential causes of the reported issue. The patient wearing the device directly on the skin has been ruled out as a potential root cause. However, the patient was not using the usb charger and cable provided to recharge the transmitter assembly. Per transmitter assembly instructions for use for freedom neurostimulation systems, 05-20915 rev. 9, "use only the usb charger and cable provided to recharge the transmitter." The transmitter assembly associated with the complaint was returned for investigation. The investigation found burned components including: d19, u2, u20, u24. Due to the damaged components, the device will not operate and thermal imaging of the device could not be performed. In addition, the investigation found a damaged component as l12 was broken. The stimulator is used to treat pain. The cause of reported issue is due to non-compliance to the IFU as the patient was not using the usb charger and cable provided to recharge the transmitter assembly (user error-patient). Refer to CAPA-2024-0020 for additional investigation details for the damaged component l12. Refer to issue-(B)(4) for additional investigation details and risk assessment for the incorrect charger being used causing burning pcb components.